Event description:
The customer reported the system did not emit x-rays or display an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a broken power supply cable. The system operates as intended.